Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a rapid exchange biliary stent was placed on (B)(6) 2008. According to the complainant, "the delivery system had already been twined and the guidewire was failed to be out." The procedure was completed with another rapid exchange biliary stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The (B)(6) 2008 15-month gi stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).